Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The reported issue was not able to be confirmed and duplicated. The touchscreen is working fine and passed touchscreen calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator touchscreen unresponsive on a patient. The customer confirmed that there is no patient harm associated with this reported event.